Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had an e315 error code (incompatible scope). Based on the results of the investigation, the most probable cause is liquid immersion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had an e315 error code (incompatible scope). There was no patient involvement.